Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when the nurse was moving the imaging system while guiding the device, the nurse was running in parallel and the nurse's big to was ran over by the wheel of the imaging system and fractured. There was no patient present when this issue occurred.